Event description:
At approx 1:20 am cna entered stated resident's room where she found the resident seated on the floor next to the bed with her head between the siderails and mattress. She was pale, not cyanotic, skin warm and limp. The licensed nurse was summoned immediatley, pt was lifted back into bed and physician called. (No code order has been written on 11/27/96). An autopsy was performed later the same morning revealing hypoxia due to positional asphyxia.